Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was not sitting properly in the pocket, and that it was not upright/horizontal which has made adaptive stimulation (as) a challenge. The rep programmed as in (B)(6) 2018 and only set a few positions because the patient is wheelchair bound. The rep had the patient stand upright to set the upright position but when they sit the ins rolls underneath their buttocks. On (B)(6) 2018 the rep saw that when the patient was upright the ins was showing that they were laying flat. When the rep tried to re-orient the patient, they were unable to get 'complete screen.' The rep then tried completely clearing as settings and to start over and they were still unable to get a 'complete screen.' The patient decided that they didn't want as anyways. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the ins not being upright/horizontal in the pocket was due to the patient spending most of her time sitting in a wheel chair and not standing. When sitting the battery moved slightly horizontal enough that the position changes to lying back. The device just needs to be reoriented. The cause of the inability to program adaptive stimulation (as) was not determined. After discussing with the patient with her typical positions through the day and night that they determined as would not be beneficial for the patient at this time. No further information was reported.